Event description:
Reporter indicated the pt had the vns generator explanted because of an open wound. The generator has been returned to the manufacturer and is pending product analysis. Good faith attempts to obtain add'l information are being made, but have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Vns labeling lists infection as a potential adverse event, related to surgery.